Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, red particles, weight to the spec. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reports capsular contracture unknown baker grade. The device has been explanted. This record relates to an unspecified side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports capsular contracture unknown baker grade. The device has been explanted. This record relates to an unspecified side.